Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2009 and performed to specification up to the (B)(6) 2014. Multiple manual power ups of ten minutes duration were observed in the device memory between (B)(6) 2014 and the (B)(6) 2015. The device memory became full during this time. The device failed several self-tests due to a low battery between the (B)(6) 2014. An increase in voltage later on this date suggests a further pad-pak was installed. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would suggest membrane failure. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. The device prompts memory full.